Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right atrial (ra) lead experienced twiddler's syndrome. Pocket revision was performed. This lead remains in service. No additional adverse patient effects were reported.